Manufacturer narrative:
The facilities maintenance adjusted the head section gas spring cylinder to repair the stretcher.

Event description:
Information received indicates the surgical articulating head section is intermittently drifting down.